Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). Customer stated "accuracy was off. Used this one and one bought on amazon. This one showed negative, amazon showed positive. Confirmed positive next day. Not sure what to say about that."